Event description:
Per the clinic, the device was explanted (specific date not reported) for unspecific medical reasons. It is unknown if there are plans to reimplant the patient as of the date of this report.